Event description:
A report was received that the patient underwent a pocket revision procedure due to infection. The patient's symptoms were redness, soreness, and pus at the ipg site. The physician drew the pus out and moved the pocket to the right side of the patient's body. The patient was given oral and IV vancomycin. The physician believes that the infection was procedure related. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent a pocket revision procedure due to infection. The patient's symptoms were redness, soreness, and pus at the ipg site. The physician drew the pus out and moved the pocket to the right side of the patient's body. The patient was given oral and IV vancomycin. The physician believes that the infection was procedure related. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg found them to be satisfactory.